Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 55266, were returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip showed the catheter was not used. The catheter was in its original packaging and a fuzz black dirt was inside the catheter pouch. In conclusion, the reported foreign material was confirmed through visual inspection. The balloon catheter failed the returned product inspection due to the presence of debris in the packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, prior to opening the balloon catheter, a small "fuzz" was observed inside the packaging. The product was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.